Event description:
A malfunction was reported, identified by a malfunction code, but no notable events were noted before the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue reappeared. The customer acknowledged and understood the instructions.